Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a flexima ureteral catheter had split at the strain relief. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.